Manufacturer narrative:
Concomitant product: IV bag of normal saline; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving avelox 400 mg in 250ml to infuse over 60 min at a rate of 250cc per hr. The user noticed that the secondary infused into the IV bag of normal saline. There was 104 ml of the avelox remaining. The infusion was stopped and IV pump and tubing was removed. No patient harm reported. Event occurred on the med/ surg floor.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag 2b1324, ndc (B)(4), din (B)(4), lot number c992891, exp apr 2017 of sodium chloride injection usp; bayer healthcare 250ml, ndc (B)(4), lot number bxa6eg6, exp aug 2018, mmfd aug 2015 of avelox IV (moxifloxacin hci in naci injection) 400mg/250ml 0.8% saline; therapy date: (B)(6) 2016. The customer¿s report of backflow into the secondary to primary was confirmed. Testing of the returned part indicated a fail result per supplier. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.0366¿ long. The particle was identified as pvc. The root cause of the check valve failure is due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.